Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and electric shock therapy. There is reasonable evidence suggesting that the rhythm appears to be atrial driven. According to sales representative, the time out time was extended. It was ensured that the patient is taking the medicine. Several months later the device delivered another atp round and an electric shock. There is reasonable evidence suggesting that the therapy was delivered due to an atrial driven rhythm. This is considered inappropriate therapy. The rhythm was converted. No adverse patient effects were reported.